Event description:
The pt's rv lead exhibited high impedance values. When the pocket was reopened on (B)(6) 2010, a loose set screw was noted. The set screw was tightened and the device was successfully reimplanted. All records indicate that this system remains implanted. Should additional info become available, this event will be updated.